Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10152. It was reported that a patient presented in the emergency room a day after receiving a high voltage shock that returned the patient to sinus rhythm. Upon review, the right atrial and right ventricular leads had loss of capture and both leads had high pacing impedance. The physician alleged fracture by clavicular crush. The leads were explanted and replaced. The patient was in stable condition.